Event description:
It was reported while using bd vacutainer® one use holder, the needle and holder became detached while collecting the fifth tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.